Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 13.2mm, vticm5_13.2, -9.0/0.5/102 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od). The lens was removed and replaced within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. It was reported that the problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).